Event description:
It was reported that during a photoselective vaporization of the prostate procedure an isolation default occurred on the console. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure an isolation default occurred on the console. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the top cover, and the reported error was cleared confirming the reported event. The laser worked properly in accordance with boston scientific specifications. The top cover was later returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the internal wires were exposed at the flip up touch screen enclosure neck. The top cover passed all incoming functional testing. Based on the information available, the most probable cause to have contributed to the reported event was the exposed wiring in the flip up touch screen enclosure neck.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the top cover, and the reported error was cleared confirming the reported event. The laser worked properly in accordance with boston scientific specifications. Based on the information available, the most probable cause to have contributed to the reported event was determined to be the laser console top cover as replacing the top cover resolved the event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure an isolation default occurred on the consol. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.